Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The site tried two different programming sys and were unable to interrogate the vns generator. It was reported that "last week the pt fell on her chest and there is a bruise on her chest from the fall" as reported by her family member to the dr. Rptr indicated that the pt started to feel a burning on the chest but she did not know if it correlated to stimulation or not. It is unk if a different programming wand was used. The pt has not been back to their treating dr's office at this time for further eval. At this time a malfunction is suspected against the programming wand. Good faith attempts are being made for add'l info and prod return for analysis.